Event description:
It was reported that during a thrombectomy and atherectomy procedure, the catheter was allegedly stretched. It was reported that the catheter had allegedly detached. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. However, a photo was provided for review. The investigation of the reported event is currently underway. H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H10: manufacturing review: a manufacturing review was conducted and there was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the physical sample was returned for evaluation and a catheter was physically investigated. During physical investigation, the tube had a strong kink at 20 cm from the tip of the catheter. The helix was found broken at the same position at 20 cm from the tip of the catheter. No further damages were found. Therefore, the investigation is confirmed that the helix was broken. A clear root cause could not be established. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a thrombectomy and atherectomy procedure, the catheter was allegedly stretched. It was further reported that the catheter was allegedly broken and detached. The procedure was completed using another device. There was no reported patient injury.